Manufacturer narrative:
(B)(4). Correction/removal reporting number is pending FDA assignment.

Event description:
It was reported that the device was identified to be a subject of the recall. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and high voltage charging was normal. No anomalies were found.